Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number (B)(6) being hotter than expected was not confirmed. The reported bubble or damage to the housing was confirmed via the submitted images. The submitted images capture damage to the housing of the controller the root cause for this finding could not be established as the controller was not returned. The submitted log files captured the internal temperature of the system controller ranging between 29 degrees celsius and 50 degrees celsius with the peak temperature being captured on (B)(6) 2026. 50 degrees celsius is within the design specification. There were no notable events or alarms captured, and the controller appeared to support the system as intended. It should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the external surface temperature of the system controller. The pump maintained a speed within the low-speed limit without any issues throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported overheating controller could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extremely hot system controller at times and had noticed a bubble on the screen of the controller that they attributed to happening because of the temperature of the controller. The patient did wear their controller and batteries in the left ventricular assist device (lvad) shirts. The patient was in clinic, and the vad coordinator stated that the controller was a normal temperature to them. Log file review was requested, and technical services (ts) stated the log file contained clusters of pulsatility index (pi) events as well as a routine power source change. The event log controller temperature range was 32c-46c, which was within the normal operating range (30c-50c). The periodic log file did show a controller temperature of 50c on (B)(6) 2026 at 6:48am. Ts stated that this temperature can feel hot if the controller was directly on the patient¿s body. The ¿bubble¿ on the screen appeared to be a cosmetic issue and did not appear to be affecting the controller operation.